Manufacturer narrative:
The reportable evaluation finding of the bronchovideoscope exhibited the distal end cover was damaged and burnt was found on 25 jun 2024. G3 in the medwatch updated to reflect the reportable finding date based on evaluation. (B)(4). 03 jul 2024.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the distal end cover was damaged and burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10 (concomitant product details should be blank as it is a pae on estimation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigations, the cause of the burnt plastic distal end cover was likely due to a high-energy endo therapy accessory that was used without ensuring a sufficient distance from the distal end. However, a definitive root cause could not be identified. The event can be detected by following the instructions for use which state: inspection of the endoscope. Olympus will continue to monitor field performance for this device.